Event description:
It was reported by the patient that their stimulator had gone out overnight, causing them to experience shaking in the morning. The patient stated that upon waking, the device was not functioning. They attempted to charge the implant, and while it charged, turning it on indicated that the stimulator was off. The patient inquired about why the device would shut off without their intervention. The agent explained that therapy automatically turns off if the implant battery becomes too low. The patient mentioned they hadn't let the implant go longer than usual without charging but couldn't recall the last time they charged it, aside from that morning. The patient used their programmer to connect to the implant and confirmed that the battery was at 100%. The troubleshooting steps taken during the call resolved the issue. Patient support services advised the patient to check the ins battery more regularly to avoid losing therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received by the patient stating their shaking symptoms resolved and therapy is working as expected with a 90% rate given.